Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced heating around the ipg site while charging. As such, surgical intervention was undertaken during which the ipg was explanted and replaced. The reported issue has resolved following the procedure.